Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation of vessels, two different clip appliers from the same lot clips did not came out the device properly. The third device used worked properly. No patient injury.